Event description:
A consumer reported that a pt experienced hyperglycemia while using a one touch meter. Pt has been using the ot meter for 5 years. On the next day, pt's blood glucose was 117 mg/dl on the ot meter at 11:30pm. At 4pm on the next morning, pt's blood glucose was 118 mg/dl on ot meter and pt was feeling sick. At 5am, pt started to vomit violently and experienced abdominal pain. Pt was taken to hospital where his blood glucose was in 300-400 mg/dl range. Pt was admitted for hyperglycemia and treated with insulin drip. Pt had not reportedly taken any insulin for a couple of days because of the ot meter results.